Event description:
After centrifugation, nurse was removing lid off tube and it fell apart in her hand cutting her. Info regarding first aid and medication was declined by the nurse. No customer samples rec'd. Written notations on process inspection paperwork indicated chipped or broken tubes during application of coating to tubes. Corrective action implemented for 100% inspection. Note: product expiration 10/98.